Event description:
It was reported intraoperatively there was heavy bleeding between the valve and the graft which extended bypass time. There were reported to be no adverse consequences to the pt and the device remains implanted. Additional info has been requested.